Event description:
It was further reported that the patient was intubated in the setting of declining mental status, hypoxemia, and acute hypercarbic respiratory failure. The patient also experienced dampened pulsatility, ventricular assist device (vad) suction alarms, and intermittent periods of atrial flutter, atrial fibrillation, and tachycardia. An echocardiogram revealed a dilated inferior vena cava. The vad speeds were decreased and the patient received intravenous medications and antibiotics. The patient was extubated after approximately a week, but was reintubated one day later due to worsening hypercarbia. The source of the recurrent respiratory failure was determined to be due to aspiration, poor cough, pulmonary edema, right ventricular dysfunction, and pneumonia. The patient was successfully extubated after four days to high-flow nasal cannula therapy, which was rapidly weaned off. The patient was weaned off of pressors and a vad speed ramp study was done. The patient remained stable and asymptomatic for three days and was discharged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided additional details reg arding the patient's hospitalization and interventions performed. Updated sections: b5 describe event/problem updated with new event details h6 patient codes updated h6 device codes updated h6 health impact codes updated h6 component codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of log files was not performed since log files were not available for analysis. As a result, the reported suction alarm event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient died due to multi-organ heart failure. It was further reported that the patient was admitted to the intensive care unit (ICU). A transthoracic echocardiogram (tte) as well as right heart catheterization and pulmonary artery catheterization were performed. It was further reported that the patient was intubated in the setting of declining mental status, hypoxemia, and acute hypercarbic respiratory failure. The patient also experienced dampened pulsatility, vad suction alarms, and intermittent periods of atrial flutter, atrial fibrillation, and tachycardia. An echocardiogram revealed a dilated inferior vena cava. The vad speeds were decreased and the patient received intravenous medications and antibiotics. The patient was extubated after approximately a week, but was reintubated one day later due to worsening hypercarbia. The source of the recurrent respiratory failure was determined to be due to aspiration, poor cough, pulmonary edema, right ventricular dysfunction, and pneumonia. The patient was successfully extubated after four days to high-flow nasal cannula therapy, which was rapidly weaned off. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: product ID: 900sfc34 heart ring, implanted: (B)(6) 2020 .this information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was hospitalized for progressive heart failure. The patient received medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient died due to multi-organ heart failure. It was further reported that the patient was admitted to the intensive care unit (ICU). A transthoracic echocardiogram (tte) as well as right heart catheterization and pulmonary artery catheterization were performed. The patient¿s course was complicated by mixed cardiogenic/septic shock, hypercarbic respiratory failure, and pseudomonas pneumonia. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the intensive care unit (ICU). A transthoracic echocardiogram (tte) as well as right heart catheterization and pulmonary artery catheterization were performed. The patient¿s course was complicated by mixed cardiogenic/septic shock, hypercarbic respiratory failure, and pseudomonas pneumonia.